Event description:
The patient and caregiver (cg) contacted baxter's technical service center regarding a high drain/call pd nurse alarm (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume), which occurred on the homechoice pro (hcp) during use at the end of therapy. The patient and cg stated they had a message to call the registered nurse (rn). The patient and cg stated the patient was off the hcp and had disconnected. The technical service representative (tsr) explained the alarm and the patient and cg stated they would like to use the hc tonight. The patient and cg stated they thought the patient was retaining solution and would call the rn to see if it was okay to keep the solution from the last fill or if they should drain with a manual bag. The patient stated the fill volume is 2500ml. The patient did not report any symptoms of overfill. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance spoke with the rn on (B)(6) 2012 regarding the reported event. The rn stated she was aware of the high drain/call pd nurse alarm and the report of the patient retaining fluid. The rn stated that prior to this event the patient had been performing therapy with manual supplies for three days and had kept trying to drain without flushing. The patient thought he could not drain, but did not report this to the rn until the fourth day. The rn stated the patient was given laxatives due to this. The rn stated she thought the patient might have reabsorbed the solution. The rn stated since then everything has been fine. The patient has not reported any other drain volumes or symptoms that meet increased intra-peritoneal volume (iipv) criteria. There was no patient injury reported. No allegations were made against any of the patient's dialysis products.

Manufacturer narrative:
(B)(4). The device is not available at this time. Should additional information become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for increased intra-peritoneal volume (iipv) was confirmed. Based on the information gathered during baxter's investigation, the root cause of the report was undetermined. A service history review revealed no previous service events that were related to the reported condition. A device history record review identified no issues that were related to the reported condition. This issue is being investigated through CAPA